Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l5-s1 using rhbmp-2/acs. Following the patient¿s surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with intractable back pain, l5-s1 spondylolisthesis, failure of conservative treatment and underwent the following procedures: l5-s1 instrumentation, l5-s1 discectomy, l5-s1 interbody fusion using peek interbody spacer, bone morphogenic protein and autologous bone, l5-s1 bilateral smith-peterson osteotomies, l5-s1 posterolateral fusion using autologous bone, reduction of spondylolisthesis, utilization of the intraoperative emg. As per op-notes, ¿interbody fusion was performed with autologous bone, bone morphogenic protein and 10 x 25 mm peek interbody spacer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.